Manufacturer narrative:
(B)(4).

Event description:
Case report stated the patient had a micl implantable collamer lens implanted in the patient's right eye (od) "8 years earlier". The patient found to have signs of pigment dispersion. Attempts to obtain addition information have been unsuccessful.

Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Conclusion: not considered off-label due to age of the patient being under 45 years old at the time of the surgery. (B)(4)